Event description:
A customer using the product was experiencing frequent runs that had the low positive contro (lpc) falling due to being out-of-range low. They developed their own protocol that allowed results from the run to be reported if at least one of each of the control replicates were valid. Product labeling clearly indicates all data generated in the same run as with a failed control is to be considered invalid and the test repeated.

Manufacturer narrative:
There is no evidence of product malfunction. An internal investigation is underway to determine the cause of the control falling out of range. The customer was advised to follow instructions for use of the test. Specifically the customer was advised that results from invalid runs should not be reported.